Event description:
The customer called to report a blank display. The reported blood glucose reading was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.